Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 51-53 mg/dl. The cause of the low bg was unknown. Customer consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check and determined that the pump was functioning as intended. Customer stated that settings were recently changed on the pump and cts advised customer to consult with health care provider regarding diabetes management.